Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Manufacturer narrative:
Correction h1.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Since the complaint sample is not available neither photo or videos were provided for evaluation and during the DHR (device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.